Event description:
The hospital returned an extra seal under an existing incident. Follow up attempts did not yield any information about the procedure, patient effect, and how the procedure was completed. Upon opening the box in 2007, it was noticed that the seal failed to deploy, deployment failure is a reportable malfunction.

Manufacturer narrative:
Investigation details: the device is under investigation. A supplemental report will be submitted as soon as the device investigation completed.